Event description:
It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, failure to interrogate, premature battery depletion on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.